Manufacturer narrative:
Cts reviewed qc. The customer reported they passed qc the day of testing and there have been no current issues. No erroneous results were reported due to this issue. A service order was declined by the customer.

Event description:
The customer reports a one time event where the provue misread a weakly positive reaction as negative. No incorrect results were reported. (B)(4).